Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Since the device was not returned to the manufacturer for evaluation, the root cause of the reported issue could not be conclusively determined. Based on the results of the legal manufacturer's investigation, it is likely the communication between the endoscope and the system was not performed properly due to corrosion, dirt, or foreign matter adhering to the socket connector. The gold contacts on the socket connectors become dirty over time and usually cleaning helps to solve the problem. A cleaning set was provided to the customer as a solution. The user facility chose not to return the device for evaluation.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A scope communication error (b30) occurred while the user performed a procedure with the subject device. The user did not replaced the subject device. The procedure was completed. There was no report of patient injury associated with this event.